Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported rash and sore eyes. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in outcomes attributed to adverse event, patient identifier was updated with the name, consumer and foreign was marked in report source. Device return was selected as no. Code 10 was added incorrectly. The report should have been sent for product problem only in adverse event or product problem.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
Additional information was received on jun 20, 2017, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported rash and sore eyes. There was no report of serious patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit got corrected.

Manufacturer narrative:
In the previous report, MDR 2518422-2022-11570-3, h11 was incorrectly captured and it is updated and corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported rash and sore eyes. There was no report of serious patient harm or injury. The device was returned to a third-party service center for evaluation. There was no visible foam degradation identified. In addition, the error log files were reviewed and no error codes were found. The device passed final testing. Section h11 has been updated in this report.